Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump required daily battery changes. Blood glucose level at the time of the incident was 495 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer was sent a replacement battery cap and advised to monotir the device.